Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 105mg/dl and the sensor glucose was 65mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also stated that they had high blood glucose more than 350mg/dl to 400mg/dl which was corrected by insulin pump. Customer declined troubleshoot for high blood glucose. Customer's current blood glucose was not given. The sensor will be returned for analysis.